Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and found the control board needs to be replaced. This is the fix that was proposed. No further actions are planned at this time. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed during pre-use checkout and would not mechanically ventilate. There was no report of patient involvement.